Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that ins will "go off" on it's own. Patient said that she will have charged the ins fully and go to bed and wake up in the middle of the night in pain and when she checks the ins the controller shows the stimulation is off. Patient said in these instances she didn't turn off her ins. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider (hcp) to further address the issue. It was reviewed that hcp can look at ins on/off log. Reviewed ins battery depleting to zero will turn stimulation off, pt knew this and said ins battery was charged when these occurrences happened. The patient's relevant medical history included patient mentioned that her managing hcp for her device gives her hip injections.